Event description:
It is reported, foreign matter. Event description: material # 305924 lot # 4073358 we would like to report this manufacturing defect. The syringe was visibility dirty when removed from packaging. Patient impacted? : no.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up it was reported that the syringe appeared visibly contaminated upon removal from its packaging. As no physical sample was returned, a comprehensive evaluation could not be conducted. However, one photograph was provided and reviewed by our quality team to support the investigation. The image depicts a syringe with dark brown specks consistent with embedded foreign material. This condition is indicative of degraded resin, which can occasionally occur during the injection molding process. Such resin may detach and become incorporated into molded components. A device history record (DHR) review was completed for material number 305924, lot 4073358. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Additional dhrs were reviewed for each syringe batch used in the production of this final lot. These reviews confirmed that all visual inspections were conducted per established requirements, with no quality notifications related to the reported issue. The lots were inspected and accepted based on our inspection control plan and subsequently approved for shipment. To date, no similar complaints have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the customer¿s reported observation has been confirmed.